Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called to report that the meter was not sending to the insulin pump and also reported high and low blood glucose levels. The customer's blood glucose level was 300 mg/dl, which the customer stated she miscalculated a bolus. The customer also reported a blood glucose level of 34 mg/dl, which she treated with juice. The customer declined to troubleshoot the adverse event. The customer was informed of how to troubleshoot the meter issue. Nothing was replaced or returned for analysis.